Manufacturer narrative:
Product event summary: the analyzer passed all functional and system tests, but there were disturbed pins in the patient connector.

Event description:
It was reported that the analyzer originally returned as an associated product subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.